Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04546. Related manufacturer reference number: 2017865-2020-04545. Related manufacturer reference number: 2017865-2020-04543. It was reported that the patient presented in the operating room for a generator change. Prior to procedure, it was noted that the right ventricular lead had high capture thresholds and had no slack. Upo access to the device pocket, the physician observed that the pocket may be infected. The physician collected culture samples and would bring back the patient for a generator change and possible rv lead revision. Patient was in stable condition throughout event.

Event description:
New information noted that patient had their generator changed and right ventricular lead capped and replaced on (B)(6) 2020. Patient was stable post procedure. On (B)(6), patient returned to the operating room for system extraction due to infection. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.